Manufacturer narrative:
Model number should have been 1065t/86 rather than 1056k/86.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to hospital with dizziness, high threshold on left ventricular (lv) lead was observed. It was noted that the high lv threshold caused the device battery to deplete faster and device reached eri. Lv lead was capped on (B)(6) 2018 and device was replaced. Patient¿s condition was stable.